Event description:
It was reported the za9003 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of dysphotopsia. The explanted iol was replaced with same model iol with a different diopter size, za9003 24.0 diopter iol. There was no incision enlargement and no vitrectomy. It is unknown if the patient is unable to accomplish daily tasks that he/she was able to do before surgery. It is also unknown if further medical care was needed or if prescription medicine was given (beyond the scope of usual treatment). Patient outcome post-lens exchange was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 25-oct-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issues "explant" and "visual disturbance - dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.